Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram of the left leg, a flexor raabe guiding sheath separated into multiple sections upon removal of the device, after the sheath was successfully used. Access was obtained in the right common femoral artery and the target location was the left tp trunk. Other manufacturers' wires and balloons were used through the device during the procedure. Resistance was reported upon removal of the device. The dilator and an unknown stiff wire were in place at the time of sheath removal and separation. The separation occurred at the level of the skin and all sections of the device were completely removed by hand. No additional intervention was required and the patient's outcome was reportedly good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during an angiogram of the left leg, a flexor raabe guiding sheath separated into multiple sections upon removal of the device, after the sheath was successfully used. Access was obtained in the right common femoral artery and the target location was the left tp trunk. Other manufacturers' wires and balloons were used through the device during the procedure. Resistance was reported upon removal of the device. The dilator and an unknown stiff wire were in place at the time of sheath removal and separation. The separation occurred at the level of the skin and all sections of the device were completely removed by hand. No additional intervention was required, and the patient's outcome was reportedly good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the drawing, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Reviews of complaint history and the device history record could not be conducted, as no lot number was provided. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. The device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal,¿ and, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the available information, cook has concluded that a component failure contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.